Manufacturer narrative:
The customer provided lot # m750876. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that needle 26x3/8 ib needle broke. This occurred on 7 occasions. The following information was provided by the initial reporter: caller reports issues with 7 needles/syringes which started on approximately (B)(6) 2021 (caller could not recall dates of each event). Caller reports that insulin would not dispense from syringe on 4 occasions. Caller reports that needle broke off when attempting to insert in cartridge on 3 occasions. Number of occurrences - 7. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution ¿ caller successfully filled a cartridge with insulin. No further follow up is required.